Event description:
It was reported that during the procedure, an emboshield nav 6 embolic protection system was advanced past the target lesion in the moderately tortuous mid left internal carotid artery. The nav 6 delivery catheter was positioned, however, when pulling the white handle back to deploy the filtration element, the filter did not deploy. An xact stent was then advanced and deployed in the target lesion successfully, then the xact stent delivery system was withdrawn. The nav 6 delivery catheter, bare metal wire, and the filtration element were removed as a single unit, and it was noted that the distal part of the delivery catheter shaft had separated into two pieces over the bare metal wire, while the filter remained closed and encapsulated inside of the delivery catheter. The procedure was considered completed. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the analysis noted the device was returned for analysis. The catheter separation was able to be confirmed. The failure to deploy could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue.